Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed a cracked male luer lock adaptor. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high flow rate extension set had a cracked male luer. This was noticed during priming, while the patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.